Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed incoming testing as it would not communicate. Upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 and j703 connectors on the pca board. The cause of the inability to communicate is the damaged cable and connectors. The root cause of the damaged cable and connectors is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional ECG electrodes.